Event description:
Hologic has received correspondence arising from litigation. The litigation alleges that a 68-year-old patient was implanted on (B)(6) 2022 with a biozorb marker following a surgical procedure for a left breast lumpectomy. On (B)(6) 2023 a mammogram examination found a fluid collection in the surgical area which may represent a post-surgical seroma. On (B)(6) 2023 patient reports tenderness in the area and a persistent lump at the left breast. On (B)(6) 2024 patient reported soreness and swelling at the left breast pointing that these were chronic findings since the time of the surgery. No other relevant information was provided.

Manufacturer narrative:
Lot number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant.